Event description:
It was reported that sometime post a chronic catheter placement, the catheter allegedly leaked in the subcutaneous tunnel. It was further reported that the catheter part in the subcutaneous tunnel allegedly had a crack. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one repair catheter attached to a hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Three splits were observed to the center portion of the catheter body, proximal to the suture wire. Upon infusion, leaks were observed from the three splits. Therefore the investigation is confirmed for the reported fluid leak and crack issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a chronic catheter placement via the left subclavian vein, the catheter allegedly leaked in the subcutaneous tunnel. It was further reported that the catheter part in the subcutaneous tunnel allegedly had a crack. There was no reported patient injury.